Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample and two photos were provided to our quality team for investigation. Upon evaluation, it was observed that an unknown white particulate floating in the unknown clear fluid within the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in fluid path is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4241623. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309605. Batch # 4241623. It was reported by customer that during visual inspection, one syringe was found to have 2 particulates. Verbatim: rcc received a complaint via email. During 100% visual inspection, one syringe was found to have 2 particulates. The syringe is available for return. Product#: 309605. Lot#: 4241623. Additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? 01-31-2025 2. When was this defect observed? During or before use? Before use. During 100% visual inspection, one syringe was found to have 2 particulates. 3. What was the impact to the patient? None-no patient impact. Defect product will be returned to vendor for investigation. 4. Based on the information provided, a sample is available for evaluation. Kindly share the address of the facility for us to send a shipping label- please return shipping label to qa personnel listed, via email: (B)(6) if this is not possible. (B)(6).